Event description:
It was reported that when using the bd pyxis¿ medflex 1000, an item was automatically destocked by the system. The customer reported receiving an "item destocked by system" message on the cabinet, indicating that the item was removed from active inventory by the system and was no longer available for dispensing.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 05-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the item was destocked by system. A technical support specialist (tss) remoted in, verified via medbank myqlink that the item was destocked by the system, and tested the cubie using the tester application, which returned a general failure on release. Advised that the item requires manual reassignment by a pharmacy admin user; since no authorized user was available, the customer agreed to contact the pharmacy for assistance. The system functioned as intended after the technical support specialist investigated the device.